Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 6.0 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. The caller received vitamin k based on the reported results. No adverse event reported. Requested return of suspect system.